Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolved the initial concern;customer answered and stated cannot talk at the time of the call.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of test result reported of 180 mg/dl using truemetrix meter and test result reported of 151 mg/dl using doctor's device. The customer's expected fasting blood glucose test result range is 150 - 170 mg/dl. At time of call on (B)(6) 2016, the customer denied signs and symptoms of high or low blood sugar and denied need for medical attention. Nurse stated customer went to the emergency room on (B)(6) 2016 as customer read 152 mg/dl and felt shaky and had cold sweats. Nurse stated the meter in the hospital read 151 mg/dl and the customer's meter read 180 mg/dl fasting and stated the difference is too high. Nurse stated customer was given fluids while at hospital. Nurse stated diagnosis from hospital was hypoglycemic event. Nurse stated that customer was advised to get a new meter. Nurse stated customer was discharged on (B)(6) 2016. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 260 mg/dl and 276 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:180 mg/dl.